Event description:
During a coronary drug eluting stenting treatment procedure, crossing difficulties with the taxus express2 were encountered. It is unknown if the 90% calcified lesion in the tortuous mid-lad was predilated. The physician pushed the stent several times, but the proximal shaft was broken. He completed the procedure with another product. No pt injuries or complications were reported.